Event description:
The device was used during a low anterior resection procedure. Reportedly, the staples did not form properly. The surgeon performed an unintended colostomy to correct the condition.

Manufacturer narrative:
2/6/1998-supplemental report #1 submitted to FDA.